Event description:
It was reported that pump displayed malfunction code malf 12 with no notable events occurring beforehand and customer¿s blood glucose was approximately 13 mmol/l. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, and malfunction code did not recur after reset, so customer was advised to continue using pump and to call back if any malfunction code recurred.